Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 4 juvéderm vista voluma xc to the cheeks, temple, and nasolabial folds, and 2 juvéderm vista voluma xc into the back of the hand. Prp was also injected into the lower eyelid. Next day, patient developed left cheek swelling, redness, heat sensation and lump. Two days later, dissolved with 1500 units of hyaluronidase into the swollen area, steroid drip, administration of polaramine, cefdinir, allegra, loxoprofen. Suspected allergy so patient took allergy relevant treatments (intravenous steroids, antihistamines, ointments) and the swelling subsided. Induration (a condition in which the inside looks like a lump) was still not recovered. Next day, patient was treated with hyaluronidase 4x. Liquid was drained from lump and sent for testing. Six days later, swelling was observed on the entire left side of the face, steroid drip was performed, MRI scan was performed, and cellulitis was diagnosed, antibiotic drip fosmicin was administered as treatment for cellulitis. Symptoms are on-going.